Event description:
It was reported that tandem mobi pump triggered repeated cartridge alarms, including cartridge alarm during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty.